Event description:
The patient reported that they did not feel stimulation. They were on program 2 and were trying to increase stimulation but they could not. The patient felt like they had stimulation set but it seemed like in the last day or two prior to the report they were going to the bathroom more often. They had been working with their patient programmer and thought it was working but then they could not increase stimulation. The device was reported to be turned off. The patient was able to turn their device on. They were on program 2 at 0.0 and was able to increase stimulation to 1.0. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's lack of stimulation and return of symptoms were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.